Event description:
The pt's ((B)(6)) therapy system includes a conventional ipg. It was reported surgical intervention will be undertaken at a later date to replace the device due to it reaching end of life. Based on the program settings provided, an exact longevity calculation for the ipg cannot be made at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.